Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date the patient experienced an unspecified environmental condition. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by abdominal pain and cloudy dialysate, which resulted in hospitalization on (B)(6) 2012. The cause of the peritonitis was an unspecified environmental condition. On an unreported date, remedial treatment included vancomycin 500 mg in 100 cc of normal saline solution (nss) for two hours (route, frequency and duration not reported) and amikacin 25 mg/l pd solution loading dose and 12.5 mg maintenance dose ip (frequency and duration not reported). The peritonitis was resolving, also described as ongoing and improved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.